Event description:
It was reported that pt underwent total hip replacement in '07, in which he received a durom cup acetabular component. Post-op, patient experienced pain and in 2008, was advised by dr. To have a revision surgery.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.